Manufacturer narrative:
The device was received not deployed. The initial data showed timeouts and a drive stall. The device was reset and rerun. The rerun data also showed timeouts. Upon magnification, the reservoir cap was observed to be damaged. The damaged reservoir cap caused interference between the reservoir cap and the clutch spring, leading to timeouts and a drive stall, which caused the device to not deploy by the end of second prime.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm, the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported, that the pink slide did not move forward, but the cannula was visible. Pod not worn.